Event description:
It was reported that the balloon burst during inflation. An athletis 8.0mm x 60mm x 75cm was selected for use for the end stage renal disease (esrd) dialysis procedure. The athletis was advanced to the target lesion in the subclavian artery. The balloon was inflated for the first time to 14 atm before the balloon burst. The balloon and catheter were removed without issue, and no device fragments remained in the patient. An alternate device was used to successfully complete the procedure. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Pro code (product code): lit, dqy.